Event description:
A consumer reported approximately two years following an intraocular lens (iol) surgery her vision began to decrease for approximately a week. The lens also appeared to be moving. The consumer was unable to determine if her decrease in vision was due to a past history of a retinal detachment. Additional info was received from the consumer who reported that after seeing an ophthalmologist the lens had "slipped out of the pocket." Her vision cannot be restored and no surgery is recommend. She reported that she has some peripheral vision in this eye and was informed she would be considered legally blind. Protective eyeglasses were recommended. Additional info was received from the technician of the implanting surgeon who reports that the retinal detachment was not related to the initial iol surgery. The consumer had not been examined for a number of years by the implanting surgeon. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).